Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while connected to ac (alternate current) power an 840 ventilator shut down and the display does not turn on and it does not allow for short self-test (sst) and extended self-test (est) to be performed. It is unknown if the event was during patient use. Additional information has been requested.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the event and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.